Event description:
Report received from u.s.a., stating that the device console does not recognize the foot petal. It is known that this event did not occur during surgery. It is unknown if there was no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem was not confirmed; the foot control and console performed as designed when connected with a test motor. However, the emax2motor exhibited damage that likely caused the reported problem. Twelve of the fifteen contact pins in the motor's console connector were pushed in and would not connect to the console. This condition is indicative of improper assembly or handling of the device; the damage was likely due to not aligning the motor connector with the console properly before connecting, and then forcibly pushing on the connector. If add'l info becomes available, a supplemental report will be sent. (B)(4).